Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes were damaged. The following information was provided by the initial reporter: the patient was hospitalized due to pregnancy complicated by upper respiratory tract infection. On (B)(6) 2023, the nurse followed the doctor's instructions to collect venous blood from the patient for testing. When using this product, it was found that the wall of the blood collection tube was damaged and it was replaced immediately. There were no adverse effects on patients.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes were damaged. The following information was provided by the initial reporter: the patient was hospitalized due to pregnancy complicated by upper respiratory tract infection. On (B)(6) 2023, the nurse followed the doctor's instructions to collect venous blood from the patient for testing. When using this product, it was found that the wall of the blood collection tube was damaged and it was replaced immediately. There were no adverse effects on patients.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were visually inspected with no issues identified. In addition, 10 retention samples were subjected to a brittleness test to determine if the tube's mechanical properties would lead to breaking/cracking of the tubes . All 10 samples passed the brittleness test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for broken tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.